Event description:
On 11/14/2025, it was reported by a sales representative via (B)(4) that an ar-7300sr sabre is leaving metal shavings behind in the joint. Noticed during a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to side-loading the device without irrigation or excessive force. Per dfu-0215-eo revision 1: f. Precautions: 6. Do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices is likely. Damage to the device. Can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately. 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device. 8. Excessive ¿loading¿ on the powerasp device will disengage the cam mechanism and stall the cutting effectiveness. 9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry).